Event description:
Patient was undergoing abdomoinal aortic aneurysm repair with gore excluder endoprosthesis. As the surgeon was loading the device over a meier wire, the wire perforated the tip of the graft rendering it useless. Another graft was obtained and procedure completed with out any impact on the patient.